Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 98-138mg/dl fasting. Verified test strips expire 01/21/2017. Customer's test strips are being stored loose in meter pouch and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Customer called in complaining the meter was giving her low results. While going through the meter memory customer had an 'lo' result on (B)(6) 2015 at 3:30am. Meter time and date is not set. Adverse event not reported.